Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2024).

Event description:
It was reported that during a recanalization procedure of chronic total occlusion with a highly calcified target lesion in the superficial femoral artery via an ipsilateral antegrade approach, the catheter was allegedly stuck and the tip of the catheter was detached and left in the patient's body upon removing. The tip was able to retrieved by using another device. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure of chronic total occlusion with a highly calcified target lesion in the superficial femoral artery via an ipsilateral antegrade approach, the catheter was allegedly stuck and the tip of the catheter was detached and left in the patient's body upon removing. It was further reported that the tip was able to retrieved by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. Upon visual evaluation, no anomalies noted to transducer handle or saline hub. The marker band is present however it was noted to be pinched. Distal tip was detached from the inner core wire and not returned. Based on the findings, the investigation is confirmed for the reported tip detachment issue as the distal tip was detached. The investigation is also confirmed for material deformation issue as the marker band is noted to be damaged. A definitive root cause for the reported tip detachment and identified material deformation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2024), g3, h6 (device). H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.